Manufacturer narrative:
H.6. Investigation summary: material #: 368609. Lot/batch #: 3075200 and 3153616. Bd had not received samples or photos for investigation. Therefore, 20 retention samples of each reported lot number (40 total) from bd inventory were evaluated by functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield breaks off from needle when closing causing needlestick. The affected area was washed with soap and water, soaked in dakin, and antibody serology testing was completed. Results of serology testing not available. The incident occurred one time, however, the exact lot number is unknown. Two lot numbers were found in service at the time of the incident; therefore, both have been included on this report. The following information was provided by the initial reporter: prick on the right thumb in the pulp, bleeding. When closing the safety system on the needle, it broke, causing the thumb to fall onto the contaminated needle. Precautionary measures and actions taken wash with soap and water, soak in dakin for 5 minutes. Patient serologies taken. Declaration by the occupational physician and sampling of the accident victim.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield breaks off from needle when closing causing needlestick. The affected area was washed with soap and water, soaked in dakin, and antibody serology testing was completed. Results of serology testing not available. The incident occurred one time, however, the exact lot number is unknown. Two lot numbers were found in service at the time of the incident; therefore, both have been included on this report. The following information was provided by the initial reporter: prick on the right thumb in the pulp, bleeding. When closing the safety system on the needle, it broke, causing the thumb to fall onto the contaminated needle. Precautionary measures and actions taken wash with soap and water, soak in dakin for 5 minutes. Patient serologies taken. Declaration by the occupational physician and sampling of the accident victim.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. G6: type of report: 30 day. D4. Medical device lot#: 3075200. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot#: 3153616. D4. Unique identifier (UDI) #: (B)(4). H6: event problem and evaluation codes: imdrf annex a grid 2: a0201 - product quality problem (1506) , a0509 - physical resistance / sticking (2578/1597). Imdrf annex b grid (4): b02 - testing of device from same lot/batch retained by manufacturer, b17 - device not returned, b14 - analysis of production records, b11 - historical data analysis. Imdrf annex c grid (1):c19 - no device problem found. Imdrf annex d grid (1): d14 - no problem detected. Imdrf annex g grid (1): g06005 - protector/shield.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3075200. D4. Medical device expiration date: 31-mar-2028. H4. Device manufacture date: 16-mar-2023. D4. Medical device lot#: 3153616. D4. Medical device expiration date: 31-may-2028. H4. Device manufacture date: 02-jun-2023.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the safety shield breaks off from needle when closing causing needlestick. The affected area was washed with soap and water, soaked in dakin, and antibody serology testing was completed. Results of serology testing not available. The incident occurred one time, however, the exact lot number is unknown. Two lot numbers were found in service at the time of the incident; therefore, both have been included on this report. The following information was provided by the initial reporter: prick on the right thumb in the pulp, bleeding. When closing the safety system on the needle, it broke, causing the thumb to fall onto the contaminated needle. Precautionary measures and actions taken. Wash with soap and water, soak in dakin for 5 minutes. Patient serologies taken. Declaration by the occupational physician and sampling of the accident victim.